Event description:
It has been reported via stryker sales rep that the rear flip up handle on the stair chair broke while being used in a training session. There was a person on the chair at the time of the incident, however no injuries or adverse consequences have been reported.

Manufacturer narrative:
Other: handle.